Manufacturer narrative:
Evaluation summary: evaluation of the returned delivery device found that the most likely root cause for this event is due to the square edged of the dilator tip getting caught on the stent. In an effort to resuce, the recurrence of this issue we have modified the taper at the proximal edge of the dilator tip. This tapered edge will allow for a smoother transition in an effort to prevent catching of the stent struts as the delivery catheter is being withdrawn from the vasculature. X rays taken of retruned device. Evaluation of returned devcie found the proximal edge of the dilator tip has a square edge due to manual cutting process. This square edge most likely got caught on the delivery catheter during use.

Event description:
Reportedly, the stent was deployed perfectly, then when trying to remove the delivery system, the delivery system got stuck in the distal end of the stent. It reportedly, took two hours and calls to edwards marketing to get advise on how to remove system. Finally able to get advise on how to remove system. Finally able to remove delivery system with the wire. Then had to guide another wire thru. On angio noted both distal and proximal part of stent was mangled. Good angiographic results. Patient is fine. Looked at distal tip of delivery system after taking out and noted a lip at edge on catheter tip. Ballooned up to where stented and had good angiographic results. Stent left as is at this point. Patient doing well.